Event description:
It was reported that a fatigued patient was presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was successfully reprogrammed to its original programmed settings and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.